Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury indicated; however, it was not reported whether or not a patient was involved. No additional information is available

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a flo-gard infusion pump with failure f-38 was confirmed and duplicated by baxter service personnel. Additional information regarding assignable cause and repair will be submitted on a follow-up medwatch as it becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be the right force-sensing resistor being out of range. The right force-sensing resistor was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.